Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The device has not been received for investigation; however data has been provided and evaluated. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test passed with 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Voltage testing was performed, and the test failed with 0 voltage